Event description:
The pt/lay user contacted lifescan (lfs) alleging high readings on the lfs meter. The medical affairs specialist (mas) mailed a letter since the user could not be reached by telephone for further clarification. A reading of 221 mg/dl was taken on the pt's meter and the pt treated himself with insulin. The pt's spouse found pt sweaty, drenched and was unresponsive. Spouse contacted emergency services and the pt was treated with glucose. There is no info on what the reading was on the paramedic's meter. The reading of 221 mg/dl was not taken during or after the symptoms. There is no info on when the reading of 221 mg/dl was taken. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. The control solution that the pt had was expired. No further clinical ifo was provided. Customer care agent (cca) sent the pt a replacement meter and control solution. It would have been helpful to know when the reading of 221 mg/dl was taken, the reading on emt's meter, the pt's diabetes regimen and the readings prior to the incident. The pt experienced hypoglycemic symptoms and was treated with glucose.